Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the heart failure and recurrent mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1-2. The patient returned at a later date with dyspnea, heart failure and the mr increased to 4. A second procedure was performed on (B)(6) 2022. The two previous clips were confirmed to be stable on both leaflets. One clip was implanted, reducing mr to 2. The gradient post clip implant was 8mmhg however the physician was satisfied with the results. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported mr could not be determined. The reported heart failure and dyspnea appears to be a cascading effect of mr. The reported effect of heart failure, dyspnea and mr are listed in the mitraclip instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.